Event description:
A hospital in another country, reported that 2 x rt236 infant breathing circuits (flow < 4 l/min) were labeled as rt235 infant breathing circuits (flow >= 4 l/min). No patient consequence was reported, label error was found on initial set up.

Manufacturer narrative:
This report was prepared by rep. The complainant devices are not available for evaluation. Our investigation has been carried out based on the event description and evaluating production device history records for the lot specified. The DHR indicates that there are discrepancies in the label counts for the rt236 and rt235. Some issues have been identified with the label control system in relation to line clearances and confirmations. Our records indicate that this is the only complaint of this nature received for the given lot number. The device was out of specification. This has been brought to the attention of circuit line production managers and manufacturing team members. The units with label discrepancies have been accounted for. We will continue to monitor all complaints for this type of fault. No further investigation will be conducted on this complaint.